Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or test the suspend feature due to no button response. Device had ascratched display window, cracked case at display window corner and all corners, cracked battery tube threads, broken belt clip slot andcracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 185 mg/dl. Troubleshooting was not performed. The device was returned for analysis.